Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2019. Routine labs showed decreased hemoglobin and hematocrit, and patient had positive occult stool. The patient was treated with 1 unit of packed red blood cells on (B)(6) 2019. The patient remained asymptomatic. The patient's aspirin was stopped and the patient was on coumadin with inr goal of 1.5. The patient was being treated as outpatient and continuing to monitor labs. There was no diagnostic testing at the time the event was reported and the source of the bleed had not been identified due to not having done esophagogastroduodenoscopy (egd) yet. The plan was for egd to be performed in (B)(6) 2019. No further or additional information was provided.